Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek inrange meter compared to the laboratory results. The meter serial number, laboratory method, and time of the testing were asked for but not provided. The laboratory result was 3.6 inr and the result from the meter was 5.3 inr. The laboratory result was 2.8 inr and the result from the meter was 3.7 inr. It was not clear if the results were for the same patient or multiple patients. Clarification was requested.